Event description:
Boston scientific received information that this patient, who has this cardiac resynchronization therapy defibrillator (crt-d), developed a pneumothorax. An x-ray was performed, and confirmed a slight pneumothorax was visible. Another x-ray will be taken in the near future to review this issue. There were no additional adverse patient effects reported.

Manufacturer narrative:
This crt-d remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time, there is no additional information. Should additional information become available, this report will be updated.